Event description:
The customer's mother requested a replacement insulin pump due to the customer being hospitalized for diabetic ketoacidosis, with a blood glucose reading of 560 mg/dl. Unable to troubleshoot or discuss further with the mother due to hipaa guidelines. Advised that the insulin pump would be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.